Event description:
The customer reported the display is missing a digit. No patient impact or consequences were reported.

Manufacturer narrative:
Returned device was evaluated. External visual inspection showed no damage. The device was able to power on using the returned batteries. When powered on one led segment did not illuminate. The un-illuminated segment was not found to be part of the numeric display, and is unlikely to impact the interpretation of any provided measurement. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed multiple signs of contamination damage on the system circuit board. The contamination damage to the system board cause the led segment to not illuminate on power up. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the display is missing a digit. No patient impact or consequences were reported.